Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information and the returned device condition, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported ¿suture of the proglide did not capture the vessel and came out with the device with the formed knot¿. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional procedure reportedly, the suture of the proglide did not capture the vessel and came out with the device with the formed knot. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 21f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.